Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left "leaking" of silicone device. The device has been explanted and replaced.